Event description:
Patient opened package of the bd saf-t-intima catheter to start his IV to administer his aralast infusion. There is a needle & guidewire in the catheter, but the needle was not inside the end of the catheter, making it impossible to start an IV. Patient states he did not pull down on the guidewire. His infusion was not delayed since he had another catheter to start his IV. Diagnosis or reason for use: infusion of aralast.